Event description:
This pt underwent a turp, which was performed without complication. At the end of the procedure, floseal was injected to assist with bleeding. The pt arrested and died in the or. The final autopsy. Received 01/25/2008 indicated the presence of floseal in the pulmonary vessels, which caused the pt's death.